Manufacturer narrative:
B3 - date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed. Visual inspection had been carried out, and no anomalies were observed. Functional tests were performed, and complainant allegation could not be replicated. The pump passed functional and accuracy testing with no faults found.

Event description:
It was reported that the pump triggered intermittent downstream occlusion alarm. The occlusion repeatedly cleared, delivery resumed, and the downstream occlusion alarm reoccurred. There was no reported patient involvement. This high-priority alarm occurred during unknown status. However, if this error occurs during infusion, it will interrupt therapy and potentially impact patient.